Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 7 weeks post-implant, it was reported that the pt was in the rehab center and had diarrhea and was also experiencing elevated pump power and low flow alarms. An echocardiogram indicated that the aortic valve was opening regularly. The pt experienced a pump stoppage. The pt's system controller was warm and the alarm was not able to be turned off. The vad coordinator attempted to restart the pump with the system monitor; however, the command was not accepted. The vad coordinator changed to the backup system controller, however, the system controller would not respond as well. The system controller was changed again and the settings were able to be changed, but the pump was not able to be started. A decision was made to exchange the pump. Also reported that at an unk time after implant, prior to the pump exchange, the pt's ldh and plasma free hemoglobin were elevated and the pump power was fluctuating between 7-25 watts. The hospital team had increased the pt's anticoagulation due to the power consumption, blood sample and echo result.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump and replaced system controllers for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.